Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's inner cannula was longer than the outer cannula and the patient felt pain in trachea. Patient outcome was unknown.